Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review.based on our review of the data and the examples provided, we agree that the system is working within expectations. Overall, bg values meet the sg trends well, taking into account the delay that can occur between changes in blood glucose and changes in the glucose seen by the system.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.